Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a520, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The reason for the call was that the that the patient said they were trying to turn their stimulation off and saw a message that said they had lost data. The patient said they couldn't increase their stimulation. The patient denied any recent procedures but did say they had a fall about a month ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2024-07-17 . They reported that the patient was unable to communicate with the patient app and the clinician app today. Pt reported that she fell about 3¿4 weeks ago and had tried communicating with ins and saw a lost screen the patient was still claiming that they were receiving benefits from therapy. The mdt rep tried to communicate with the ins with the patient app today and is getting a reposition message, but no device found the message. The mdt rep has tried multiple times with the same result. Ts had a rep try the clinician app and also had the same result even with changing the position of the tm90. The rep was able to see the sn of the ins upon initial interrogation but did not get beyond that. Rep tried the clinician app a couple times with the same result. When asked to palpate the ins, the patient and their spouse reported feeling like there was a large flat component in the pocket, not the normal large flat component as expected. Ts reviewed the consideration of an x-ray to confirm the position of the ins in the pocket. The rep was going to discuss the case with hcp to determine the next steps. There were no issues with external equipment today.

Event description:
Additional information was received from the manufacturing representative. It was reported that the cause of the ins issue, and device not communicating was determined by the hcp to be because the battery was at eos. The hcp felt the device in the pocket and it wasn't lying flat. The cause of the lost data was not determined, as well as the effect of the fall on the patient's device. The results of the x-ray was undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the fall was not the effect of implant. The battery was not working, it was dead. The battery needed to be charged. Hcp replaced the battery.